Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a patient presented with epithelial basement membrane dystrophy (ebmd) at the lasik postoperative visit. The patient reported hazy vision. Epithelial removal was performed. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.